Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 1, 2025, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The user received sensor replacement alert for the first time on (B)(6) 2025, day 25 after insertion.the returned sensor was returned in a dry state and the in-house test data was inconclusive due to improper storage of the sensor post-explant.a review of the in vivo raw sensor data showed that the signal and reference channels experienced instability on (B)(6) 2025, when all 4 sensing areas stayed below the uv norm threshold values for more than one hour, the sensor replacement alert was triggered. B4. Date of this report 29 may 2025. G3. Date received by the manufacturer? 29 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.